Manufacturer narrative:
The philips field service engineer (fse) conducted device testing with an admitted patient. There were audible alarms during testing. Results of functional testing indicate all alarms were available. The staff was present during testing. No defects were found during this test session. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: (B)(6). E1: reporter phone (B)(6).

Event description:
It was reported intellispace perinatal k small arch. System has loss of sound. Patient involvement is unknown. There was no report of patient or user harm.